Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4). During testing, the pump load step did not detect the filled cartridge and pushed fluid out emitting a "no cartridge detected" warning. During evaluation the force sensor was found to be out of calibration.